Event description:
In the article "an expensive filler: where was dermatology?", journal of drugs in dermatology, (sept 1,2014) vol. 13, issue 9. The authors describe the following adverse events involving juvederm ultra plus: "intense, diffuse headache"; "blurry, double-vision that progressed to severe photophobia"; "a violaceous, mottles patch [on their] left medical cheek"; "purpura"; "red subscleral hemorrhage along the lateral bulb", "bruise in the midpupillary line [which was] indurated"; "puncture wound", and "intravascular injection with retrograde cerebral flow". The patient was hospitalized; no treatment was noted. Upon leaving the hospital, the patient was assessed by a dermatologist who treated the patient was treated with a vitrase injection, topical nitroglycerin, and warm compresses. "The mottling resolved with 24 hours [of treatment] and no bruising was noted at five days".

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of "intense, diffuse headache"; "blurry, double-vision that progressed to sever photophobia";"a violaceous, mottled patch" on the left medial cheek;"purpura";"red subscleral hemorrhage";"bruising; "puncture wound"; and "intravascular injection with retrograde cerebral flow" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.